Manufacturer narrative:
Annex b code was updated.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The flex joint was returned for failure analysis (fa). The reported issue was replicated on site and confirmed through system logs. Troubleshooting was performed, which found that the error 23008 was pointing to the flex on universal surgical manipulator (usm) 3. They replaced the flex joint on usm 3 to address the reported issue. Visual inspection was performed and found that the flex joint had a damaged flex zettlex cable. Cfa checked the system logs and confirmed an error 23008 had occurred. Fa was unable to install the flex on an internal system and system test due to a damaged flex zettlex cable. Potential root cause may be the damaged flex zettlex cable. The usm was returned for failure analysis, but the reported 23008 error was not confirmed and not replicated. For clarification, although the reported event was confirmed to have occurred in the field logs, error 23008 (ptec) were on flex and not on this returned unit, this event was determined to be due to another part. The unit was installed onto a patient side cart fixture test platform (pftp) and passed all relevant testing within specification. The unit was then installed onto a golden system and functioned as expected and was able to power cycle 5 times with no errors. Upon visual inspection, no issues were found that would be related to the reported event. Failure analysis concludes that the unit is a wrong part sent back.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) 3 after being informed by the isi representative that it was unusable. The system was tested and verified as ready for use. Isi has received the da vinci product with an alleged issue to perform failure analysis; however, the investigation is in progress.

Event description:
It was reported that during a da vinci-assisted mediastinal mass resection surgical procedure, an intuitive surgical, inc. (Isi) representative called technical support mid procedure and reported getting 23008 errors. The caller said they replaced the force feedback instrument with a normal one and the errors went away. The isi representative called back and stated the system had about 20 repeated 23008 errors with the error returning every 15 seconds. The caller was using force feedback and non force feedback instruments on universal surgical manipulator (usm) 3. The caller said they had undocked usm 3 and were continuing with usm 4 instead. The caller informed they would disable usm 3 should the error return. Node ID of error code 23008 was pointing to node 108. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the da vinci coordinator and obtained the following additional information: the arm was replaced and the system functions correctly now.